Manufacturer narrative:
The events of infection and drainage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: infection. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side ¿liquid leakage¿, ¿redness¿, ¿heat¿, ¿swelling¿, ¿infection in the breasts¿, ¿sting pain¿, ¿hardening¿, and ¿fever.¿ the device remains implanted; however it was reported that the ¿physician removed the devices, washed them with antibiotic solution and implanted them again." Patient took 3 antibiotics as treatment.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event and confirmation from physician has been requested. No additional information is available at this time.

Event description:
Patient reports additional left side information: capsular contracture, baker grade unknown, ¿breast mass¿ and the "prosthesis is coming out of the implanting site."